Event description:
Patient reported skin irritation in the form of redness, itching, rash, and blisters/welts. The patient did seek medical treatment and was prescribed an unknown medication. The patient confirmed following the proper skin preparation guidelines.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.